Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the urethane umb cath. The customer states that there is leakage of the catheter distal to the hub.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.